Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had 1 month of intermittent low flow alarms while connected to his power module patient cable. The patient stated that the alarms would occur randomly and that he would move the driveline and cable in certain directions until the alarms resolved. The patient was asymptomatic. With assistance from the manufacturer's technical service representative, a review of the log file data confirmed the reported low flow/low speed hazards upon interrogation. X-ray images of the internal percutaneous lead were submitted and a review of image revealed that there was a suspicious looking area by the pump end bend relief about three inches left of where the driveline starts. Red heart with audible tone was noted. The patient had an x-ray procedure performed on the external driveline. The manufacturer's clinical representative was on site and visualized the external portion of the driveline. Two large tears were noted in the silastic portion with internal wires of the driveline exposed about 1 inch away from the clamshell. Also, there were acute bends/twists in the driveline. The manufacturer's clinical representative instructed the hospital staff and patient to avoid acute bends/twists in the driveline as it may compromise wires. The manufacturer's technical services representative was onsite to perform a percutaneous lead distal end replacement. After completing the procedure, the patient still got a red heart alarm when the patient was connected to a normal power module patient cable. The patient was then put back on batteries. On (B)(6) 2014, the patient underwent a pump exchange. On (B)(6) 2014, a portion of the percutaneous lead was returned and received by the manufacturer.

Manufacturer narrative:
A distal-end portion of the percutaneous lead was returned for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The reported alarms were confirmed based on the evaluation of the submitted system controller log file that was part of this event; however, the cause of the events could not be conclusively determined. The log file confirmed intermittent low speed events with corresponding pump power and pi elevations while the system was operating on the power module. The manufacturer¿s technical service¿s replaced approximately 16" of the external portion of the lead, which was returned for evaluation. Examination of the lead found breakdown of the braided shield adjacent to the metal connector and the terminus of the connector bend relief. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Visual inspection of the wires found them to be unremarkable. The lead was submerged in a saline bath for high potential testing to check for current leakage through each wire''s insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short; however, the lvad was exchanged on october 10th, 2014 due to a suspected issue with the internal portion of the lead. The lvad and the internal portion of the lead were returned to the manufacturer for evaluation at that time. Reference MFR # 2916596-2014-02139 for the investigation findings of the lvad and lead.a review of the device history record revealed that the device met applicable specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: multiple red heart alarms and low flow alarms - driveline has visual interruptions within the integrity of the silicone sheath.